Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor (gold). Insulin pump passed basic occlusion and displacement test. No motor error alarm noted. Insulin pump received with cracked belt clip slot, cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.